Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Patient codes: 3191 - enterocele, vaginal vault prolapse, 3189 - surgical intervention. It was reported that the patient experienced enterocele and vaginal vault prolapse following the procedure. It was reported that the patient underwent mesh repair on (B)(6) 2010. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.